Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. As the physician removed the introducer sheath while placing the device, they inadvertently pulled the pump into the aorta. The physician used the rewire port and removed the device, then placed a new introducer sheath. The impella cp was again placed into the left ventricle and the patient became stable. The patient later expired, but there was no allegation against the impella related to the patient¿s death. However, medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.